Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 4/5/2024, a healthcare provider (hcp) contacted beta bionics customer care and reported an ilet user and their mother came into the office to treat high blood glucose (bg). The hcp reported the user has been having kinked infusion set cannulas for the previous day and a half. The user has had 8 kinked cannulas. Patient was using the convatec inset (23", 6mm) teflon infusion sets. The hcp is going to switch the user over to the convatec contact detach (23", 6mm) steel infusion set and see if that helps. The user's bg rose to 500 mg/dl. The user was given 3 units of insulin as a correction. The user was tested for ketones and the result was moderate. The user also reported to be thirsty.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction associated with drug delivery or therapy were found in the logs, however alert 28 was seen being triggered on several dates. Alert 28 relates to the ilet battery and may cause the ilet to take longer to charge. The ilet was found to have triggered the high glucose alert appropriately and was consistently making basal requests for insulin delivery throughout the high event. Multiple supply change operations were seen throughout the review date as well as more than 3 meal bolus announcements. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended.